Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up with the biomedical technician indicated that rotor pins were backing out. The rotor module has been replaced to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at the user facility reported that a patient experienced blood loss while undergoing hemodialysis (hd) treatment. The following details were provided. The 2008t hd machine experienced an air detector and blood alarm. The blood pump rotor pins were backing out and punctured the bloodlines. The patient¿s blood was not returned. The estimated blood loss (ebl) was approximately 300 cubic centimeters (cc). There was no patient adverse effects and no medical intervention required as a result of this event. The patient¿s post treatment condition was fine. The biomed replaced the blood pump rotors to resolve the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. There was no allegation against the bloodlines. The bloodline product was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. The 2008t hd machine was not available to be returned to the manufacturer for evaluation.